Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative and section d unique identifier (UDI), medical device serial a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that an unexpected station shutdown had caused database issues that prevented the application from functioning properly. The solid state drive had already been replaced; however, repeated structured query language (sql) errors continued to occur even after corruption repair attempts. The technical support center (tsc) reported that the anesthesia unit was experiencing sql errors and recommended replacing the all in one (aio) unit and docking board. The field service engineer (fse) removed the aio and docking board from a unit that was not in service and installed the replacement equipment. The device was then rebooted and came back online successfully. The client was able to log on and access the device. The tsc planned to monitor the system for further errors and reschedule a visit if necessary. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station experienced an unexpected shutdown which caused database instability for the application and the user encountered repeated issues with sql even after corruption repair. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station experienced an unexpected shutdown which caused database instability for the application and the user encountered repeated issues with sql even after corruption repair. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station experienced an unexpected shutdown which caused database instability for the application and the user encountered repeated issues with sql even after corruption repair. There were no adverse events or injuries reported based on this event.